Event description:
The operating room manager reported that the endoscopic vein harvesting bipolar device jaw tip broke off during the procedure. The tip was retrieved. There was no report of pt injury due to this incident.

Manufacturer narrative:
The pt identifier was not provided by the clinician. The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh long ktv23 kit. One bipolar device was rec'd at sorin group USA for eval. The inspection of the returned bipolar confirmed that the tip of the device was broken off. The mfg records were reviewed. The device met all raw materials, in-process and finished goods specs upon release. No abnormalities were noted. The cause for the broken jaw could not be determined. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". A 100% visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.